Event description:
It was reported the ceramic tip of the hysteroscope was loose. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: repair of equipment by not authorized representative and defined biocompatible characteristics, insulation break and melting of improper insulation material instead of ceramic. Olympus will continue to monitor field performance for this device.